Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that the device had several holes in the hose near the muffler, the device failed the modified set screw verification, and the rotations per minute (rpm) was below the operational specifications. It was noted that the vanes were worn out causing the device to run below the rpm operational specification. It was further determined that the device failed pretest for visual assessment, loctite assessment, and rotational speed test. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was observed that the rotations per minute (rpm) of the device was below operational specification. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.